Event description:
A customer reported that the t:slim x2 pump battery would not charge, and there was a power source alert in the pump's history. There was no adverse impact to the customer's blood glucose level. During the call, the customer tried using a different charging cable, successfully charged the battery to 100%, resolving the issue without further troubleshooting needed.